Event description:
It was reported by the patient that they underwent an acdf surgery on (B)(6) 2025 and a topical skin adhesive was used. Post-op, 48 hours later, the patient reported itching and "yellow pus" which quickly turned to dark red. After 9 days, drainage was seeping out through topical skin adhesive. The patient was started on benadryl and an oral steroid but nothing helped. She saw a pcp np who peeled off the remained topical skin adhesive along with the blisters, which left her incision site raw and painful. The patient saw a dermatologist, who prescribed an antibiotic cream and topical steroid. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Do you have any product to return to ethicon? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide the following information on the authorization to use or disclose information form attached: · your surgeon¿s name, email, phone number, address · your signature · please scan the signed form and email back to ethicon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: a1, a2, a3a. Additional information was requested, and the following was obtained from the patient: (B)(6) 2025 - acdf surgery. (B)(6) 2025 ¿ reported itchiness around glue area. (B)(6) 2025 ¿ reported yellow crustiness under glue. (B)(6) 2025 ¿ reported seeping. (B)(6) 2025 ¿ scheduled wound check. (B)(6) 2025 ¿ seen in clinic, confirmed dermabond contact dermatitis. Asked for treatment, none offered. (B)(6) 2025 ¿ second request for relief, prednisone prescribed. (B)(6) 2025 ¿ requested additional relief, none provided. (B)(6) 2025 ¿ my dermatologist prescribed mupirocin and mometasone. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: product code and lot number of product used? Please describe how the adhesive was applied. How was the wound cleaned and dried prior to dermabond application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing was used? Is the patient hypersensitive or do they have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient is not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth, bmi? Patient pre-existing medical conditions (ie. Allergies, history of reactions)? Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Was any surgical intervention performed due to the patient¿s reaction? Were any cultures taken? Results? Current patient status? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis?